Event description:
A malfunction alarm identified as malf 6 was reported, but there were no notable events leading up to it. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump, and the customer was assisted in successfully resetting it. The malfunction code did not recur, and the customer was informed to call back if it did. The customer understood the instructions and was able to continue using the pump.